Manufacturer narrative:
The glucose reagent lot number and expiration date were requested, but not provided. The field service engineer found a leaky cell rinse tube on a rinse station. The tubing was repaired and the module was running back within specifications. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with glucose hk gen.3 on a cobas 8000 c 701 module. No units of measure were provided. The sample initially resulted in a glucose value of 16.900 and it repeated with a value of 158.000.